Manufacturer narrative:
Concomitant medical products: 459888, implanted: (B)(6) 2015; dtbb1q1, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance resulting from a fracture. The rv lead was replaced. No patient complications have been reported as a result of this event.